Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in italy underwent a procedure for the repositioning of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The neurologist referred an ischemic attack after positioning of the peg-j system caused hospitalization. After discharge, the patient had an acute bronchopneumonia that brought him back to the hospital where he was reanimated followed by two cardiac arrest episodes. No additional details are available.